Manufacturer narrative:
Device analysis by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. Visual examination of the device showed no damage. Functional analysis was done by completing the setup procedure per the directions for use. Aspiration testing of the device was done per the test procedure. The device is tested by using a 100ml beaker of water. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. Test results showed that this device did not perform as designed per the test procedure specification sheet by withdrawing 2ml of fluid in the 1 minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the device lost aspiration. A 2.1 mm jetstream xc catheter was selected for an atherectomy procedure in the right superficial femoral artery (sfa). During the procedure, it was observed that the device was not aspirating properly. The aspiration was slow and intermittent. The device was exchanged for a new device. The procedure was completed and the patient experienced no adverse effects.